Event description:
It was reported that the patient has attempted to adjust the target glucose to 6 mmol/l (108 mg/dl) however, while in automated mode, the target glucose remains 8 mmol/l (144 mg/dl). The patient has adjusted multiple settings with medical supervision over approximately six months (correction factor, carb ratio, basal rates, insulin action duration set to the minimum of 2 hours), migrated from a prior omnipod dash setup, and uses a dexcom g7 sensor. Glucose level control reportedly is better while using the device in manual mode. Additionally, an unspecified application error messaged was generated on the omnipod 5 controller. No harm to the patient was reported and no medical assistance was required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.